Manufacturer narrative:
It was reported that "syringes do not maintain and adequate seal when attempting to aspirate blood clots through a foley catheter". "On this specific patient she was found at 1am to have her urinary bladder completely filled with blood clots". Due to this, a 3-way foley catheter was inserted and began continuous bladder irrigation. It was reported that each time nursing staff has manually irrigated the foley since the initial insertion they have not extracted any clots. It has been determined that the reported event could cause or contribute to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Syringes do not maintain and adequate seal when attempting to aspirate blood clots through a foley catheter.